Event description:
Boston scientific crm received information that this left ventricular (lv) lead was explanted due to a fracture. A new lv lead was successfully implanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a set screw mark on the terminal pin and ring and the insulation bent at 31.3 cm, 32.1 cm and 34.6 cm from the terminal pin. The lead was tested and found to be discontinuous on both anode and cathode conductive pathways. Analysis revealed both anode and cathode coils fractured that were located at 32 cm from terminal pin. No other tests were performed due to the fracture. Detailed analysis showed that the outer insulation was kinked at the fracture surface. Each of the wire fractures showed evidence of fatigue. The anode wire also showed a final tear ridge which indicated some overload. Some cracking was observed in the side of the cathode 2 wire.

Event description:
--

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.